Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low and high blood glucose while using the ilet bionic pancreas, including a lowest recorded glucose of 79 mg/dl and brief low duration, after independently stopping meal announcements and intermittently supplementing with subcutaneous insulin; the user treated the low with oral carbohydrates and received a device low alert. Symptoms included none reported such as loss of consciousness or dizziness. Outcomes included self-management without medical intervention or assistance. Investigation included review of device data and the bionic report, user education on avoiding unadvised insulin injections and on consistent meal announcements, and counseling regarding device adaptation to recent therapy changes. Investigation of this case revealed that lows were brief and corrected promptly, and that user-initiated therapy changes and overcorrection behavior were contributory rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management practices inconsistent with prescribed use and device learning parameters.